Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during check before the medical procedure, the powered on insufflator gave an error 3fd. Another unit was brought to the or, the procedure was started with the another unit and successfully finished".